Event description:
It was reported that during an abdominoperineal resection procedure, the tip of the device broke off into the pt. An x-ray was performed and the tip was not found. The location of the tip is unknown. At this time, they are not going to re-open the pt and look for the tip. The pt is fine. Another device was used to complete the procedure.

Manufacturer narrative:
Info anticipated, but unavailable at this time.